Event description:
In 2008, my entire life changed. Once a healthy female, now a very sick one, started out with extreme dizziness, burning pain in chest, joint and muscle pain, swallowing difficulties, numbness and tingling in hands and feet. Basically, a total auto immune shut down. This has lasted approx 10 months. In 2009, I was explanted of my inamed 68 smooth saline filled silicone implants and am now back onto the road to recovery. These toxic things should be taken off the market! I have met hundreds of women effected. Not to mention when my implants and capsules were sent to pathology, they found the right one had a rupture and the right capsule was inflamed with lymphocytes. Dates of use: 2005 - 2009. Diagnosis or reason or use: breast augmentation. Event abated after use stopped or dose reduced? Yes.